Event description:
Following an uncomplicated endoscopic retrograde cholangiopancreatography (ercp), patient taken to recovery when he started coughing. A piece of plastic appeared at the patient's lips and was removed. The piece was identified as the distal cap used with the olympus duodenoscope. There was no patient harm associated with this event. The cap coughed out by the patient was discarded.